Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer stated that she was incoherent and passed out. The customer stated that insulin had stopped at one point. The customer stated that she had a bent cannula at the time of incident. The customer was advised that the bent cannula could be a cause of high blood glucose readings. The customer declined to troubleshoot for the high blood glucose readings.